Event description:
It was reported that patient experienced blisters on the legs following a treatment using elite iq. The device was evaluated and found to be operating as intended within specification. User error was confirmed during clinical evaluation. The skin was not cooled prior to treatment and site likely performed more than one pass over the treated area. Labeling advises: adverse effects may be reduced by cooling the area to be treated prior to treatment and removing all makeup, lotions or creams from that area. Patient was given peroxide and polysprine as preventative medication. Blisters are expected side effects from laser treatments, however permanent scarring is a likely outcome and therefore reportable.